Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03290. It was reported the patient's scs ipg site is not healing well due to a potential infection. Surgical intervention was scheduled to address the issue. Follow-up identified the patient's scs ipg and model 3183 scs lead were explanted due to an infection at the respective sites. Culture results are pending. Additionally, the patient received intravenous and oral antibiotics. It was also reported the physician determined the infection was caused by the patient's pants rubbing against the scs ipg pocket site.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.